Event description:
A customer reported receiving a "replace sensor" upon scanning the freestyle libre 2 on the fourth day of wear. As a result, customer was unable to monitor glucose via sensor scan and started to feel bad with symptoms described as "excessive perspiration, trembling", seizure, and loss of consciousness. The customer was treated with a subcutaneous glucagon injection administered by husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.